Manufacturer narrative:
Investigation evaluation: two (2) devices were returned in the same bag with the product labels from both lots. There were no markings on the devices to distinguish the two (2) devices between the subject of this report and MDR 1037905-2018-00559. Since the technical failure mode is identical between the two events and the evaluation conclusion was the same for the two (2) devices, device #1 will be assigned to MDR 1037905-2018-00558 and device #2 assigned to MDR 1037905-2018-00559. Device #1 evaluation: the product said to be involved was returned in a biohazard bag from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The trigger cord wound on the two-way handle, loading catheter and empty barrel were included in the return. All the bands deployed prematurely and were not included in the return. The handle was returned in the firing position. A functional test could not be performed due to the condition of the returned device. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was intact and not broken. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure". Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly". A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty". Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user: ¿maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. When they tried to deploy the first band, all the bands deployed at the same time. Same patient, same procedure, both lots (subject of this report and see related MDR 1037905-2018-00559). Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.